Manufacturer narrative:
No device malfunction occurred. Per communications with the philips response center engineer (rce), the customer only needed instructions/assistance obtaining and saving a patient data file to provide to risk management. The customer noted that there was no device malfunction and/or concerns with device functionality. A search of the database found no further calls for this issue.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer called for assistance pulling patient data from the system and indicated that there was a patient death. The customer did not provide any additional information on the reason for the patient data.